Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: an empty opened foil, a detached needle and a dispensed suture of product were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and remnant suture was noted, the suture end was severely cut (damaged), resulting in a clip off defect. No further functional test could be performed due to the condition of the returned device. The clip off defect has been correlated to the manufacturing process. This is caused by excessive pressure on the suture during swaging of the needle and consequently breaking as part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2020 and the suture was used. During surgery, the needle popped off suture while suturing gum tissue. A like device was used to complete the procedure. There were no adverse consequences for the patient.